Event description:
It was reported that tandem mobi pump battery did not charge and charging connection was unstable or not recognized despite proper alignment and use of tandem charging pad, cable, and wall adapter, as well as a different charging cable. There was no reported impact to the customer¿s blood glucose level. Customer kept pump on charging pad for extended period without improvement, and technical support arranged shipment of replacement charging supplies with follow-up planned, while advising customer to use multiple daily injections if pump battery depleted before replacement supplies arrived.